Event description:
While performing cataract extraction, surgeon noticed scleral burn and withdrew phaco hand piece. Upon testing, surgeon noticed phaco action did not occur. Sutures used to repair corneal burn.